Manufacturer narrative:
D10: 320-46-00 - 145-deg pe 46mm hum liner +0: (B)(6), 300-01-14 - equinoxe humeral stem primary press fit 14mm: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6), 320-02-46 - 46x21mm glenosphere high moment arm: (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2024-04206. The revision reported may have been due to glenoid loosening and/or infection. However, the reported glenoid loosening and infection could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
It was reported during a clinical study that approximately 24 months after a revised left reverse total shoulder procedure, a patient experienced unspecified deep infection. The glenoid baseplate, screws, glenosphere and adapter tray were explanted. The patient was revised to a hemi construct due to glenoid loosening. The outcome of this event is considered resolved and the clinical report indicates that the event is definitely not related to the device(s) and/or to the procedure. This event was reported through clinical trial study data collection activities, and no other information is available at this time.